Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples will not close when activated therefore they do not hold tissue together. The staples are coming out at an angle. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The stapler was returned with 31 staples left in the cartridge indicating that 4 staples have been fired by the end user. The staples appear aligned properly. No defects or anomalies were observed. The trigger was engaged using hand pressure. One staple fired properly formed from the stapler. The stapler functioned with no issues found. An attempt to simulate insertion into the skin using the foam pad resulted in each staple firing correctly and engaging with the foam pad. No defects were found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. Other remarks: the IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of staples not grabbing skin properly could not be confirmed based upon the sample received. The stapler returned was found to have no visible defects and passed all functional testing performed. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. The manufacturer will continue to monitor and trend related events.